Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Additional testing was performed on the (B)(6) 2024 within an hour with a non-abbott test (platform - flowflex) which generated a positive result. The consumer stated the patient was symptomatic (sore throat, sneezing, nose congestion, mild headache) and was taking theraflu. The consumer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Additional testing was performed on the (B)(6) 2024 within an hour with a non-abbott test (platform - flowflex) which generated a positive result. The consumer stated the patient was symptomatic (sore throat, sneezing, nose congestion, mild headache) and was taking theraflu. The consumer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 869105 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 869105c, test base part number 195-430wjr/ lot 869105. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 869105 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.